Event description:
It was reported that while attempting to treat a calcified, 99% stenosis in the mid lad, the bmw guide wire transversed the stenosis, but became trapped in a diagonal branch and separated. A small portion of the guide wire remained inside the vessel. The patient is reported to be in good condition.